Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of static in the image could not be determined since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image had static. The issue occurred when preparing the device for use in a diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported the camera head image had static. The issue occurred when preparing the device for use in a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.